Manufacturer narrative:
Product was requested to be returned and has not been received. Note: this report is based solely on the customer reported issue. Note: the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Do not use this device on a patient who is or becomes: suicidal; highly aggressive or combative; self-destructive; or deemed to be an immediate risk to others, unless the patient is under constant supervision. Before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. Manufacturer reference file # (B)(4).

Manufacturer narrative:
Per report, the 2791 was applied to a combative patient, which is a contraindication described in the product instructions for use (IFU). The IFU states: "do not use this device on a patient who is or becomes: suicidal; highly aggressive or combative; self-destructive; or deemed to be an immediate risk to others, unless the patient is under constant supervision." Therefore, it is likely that excessive force beyond the threshold strength of the webbing (bed-connecting strap) was applied to the device. The customer was reminded not to use the restraint with combative patients. (B)(4).

Event description:
Supplemental medwatch required for product evaluation results and additional product information.

Event description:
Customer reported while the restraint was in use with a combative patient, the patient was able to break out of the restraint. The date when the event occurred is unknown. Customer did not report any injuries.